Event description:
Litigation papers allege persistent severe pain and discomfort in pt's right hip, groin, and thigh, which has increased over time; sensation of misalignment, weakness, decreased range of motion and difficulty with activities of daily living. Additionally, the pt experiences popping and clicking in his right hip and has lost feeling in his right foot and lower leg. The pt also experiences from unk rashes which develop on his right leg. It is further alleged the pt is unable to undergo revision surgery to explant the asr hip implant due to bone deterioration.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.